Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative provided technical support to the biomedical engineer who replaced the flow sensors. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative provided technical support to the biomedical engineer who replaced the flow sensors. The unit was returned to service.

Event description:
The biomedical engineer discovered during pre-use testing that the mylar flap of the flow sensors were stuck to the top of the flow sensor housing. There is no report of patient involvement.